Manufacturer narrative:
No historical battery monitoring voltage data was provided. Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Approximately eight months later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that a healthcare professional questioned the advisory status of this implantable cardioverter defibrillator (ICD). This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007.